Event description:
The customer called and stated that her blood glucose readings had been higher than usual and some of her control test results had been out of range. She did not allege any adverse events. The test strips were returned for eval, and replacement test strips were sent.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 59 mg/dl high, out of spec.